Manufacturer narrative:
(B)(4). In the opinion of the physician, the patient events are not related to the xience stent and are not related to the stent procedure. There was no reported device malfunction. No further investigation required.

Event description:
Subsequent to the previously filed report additional information was received that on (B)(6) 2018 the patient had an abdominal inflammatory change. On (B)(6) 2018 the patient expired due to multi-organ system failure due to the abdominal inflammatory change. In the opinion of the physician, these events are not related to the xience stent and are not related to the stent procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018 the 3.0x38 mm xience sierra stent was implanted in the proximal left anterior descending coronary artery. On (B)(6) 2018 the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience sierra instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.